Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was function tested using the handle and the cups would open but not close when using the handle. There were no other anomalies detected with the device. The forceps will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device has a butt joint that has broken at the solder connection. The reported defects has been confirmed. The device history records for packaging work order (pwo) were reviewed. Pwo consisted of one assembly order (ao). Date of manufacturing for the assembly order (aos) was january 3, 2017. No relevant defects were noted in the records. There are no devices from lot w3817715 remaining at a distribution warehouse. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not open or respond to any movement of the spool" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. Eti is currently working on improvements to create a more robust soldering process to prevent solder joint from breaking. These improvements are currently awaiting customer approval prior to implementation. The instructions for use product inspection state: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician used a cook captura serrated forceps with spike. The nurse opened the captura biopsy forceps as requested by doctor. She tested the forcep upon opening and it worked fine. Then she stiffened the forceps to hand it to the doctor (stiffened by squeezing the spool towards the thumb ring) and she heard a snap. She then tried to open the forceps again and found that it would not open or respond to any movement of the spool [unable to open forceps]. They opened a new biopsy forceps and proceeded with the procedure. On 03/27/2017, the device was received for evaluation. It was found that the jaws would open but would not close.